Event description:
The customer reported a speaker malfunction. A speaker malfunction inop was displayed on the device and no sound was coming from the speaker. No adverse event involving a patient or user was reported.